Event description:
The customer stated that, the screen froze on this unit wile monitoring a pt. No negative outcome to pt.

Manufacturer narrative:
Device has been received and will be evaluated. A follow up report will be provided.